Manufacturer narrative:
H3/h6: the system was serviced in the field and failed inspection due to a standalone board issue. When the system was shut down and restarted, the generator did not come up. It was found that r21 on the standalone board was bad. The standalone board was replaced and the failure was resolved. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis confirmed the allegation. Visual inspections showed component r-21 was electrically over stressed. The component was unable to be bench tested due to the over stressed component. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: (B)(6) rev. R, this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during planned maintenance. It was reported that when the system was turned on, it was stuck in initializing please wait. There was no patient involvement.